Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated for record pr (B)(4) on 21-mar-2025. Device history record (DHR) review: the lot 6005103 was manufactured according to the work instruction (wi) version 16 packaging in the machine 14, on 15/jan/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded. Trending: a query was run in database on 26-mar-2025 against harm code untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a hcp or requires emergency advance, malfunction code no malfunction describe and lot 6005103 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA; therefore, no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis event. Blood glucose level was 38.5 mmol/l at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was found positive for ketones level. Patient experienced the symptoms of dehydration, and confusion. Patient took blood pressure pills for the treatment. Patient was treated with insulin at the hospital. No further information was available.